Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the seal case. The battery cap was not returned with the product; a test battery cap was used to verify steps. Unrelated to the initial complaint, the display was observed to be dim, fading and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.